Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the device was overheating at 5000rpm pre-operatively. There was a delay in the surgical procedure. There was no patient impact.